Event description:
Manufacturer explanted intrathecal catheter for analysis after an implant duration of approximately 4 months due to "catheter obstruction". No patient symptoms, or device troubleshooting were reportedly associated with this event. The pt was receiving lioresal intrathecal for treatment of intractable spasticity, and was implanted with a new intrathecal catheter. The pt was reported to have recovered without sequela.

Manufacturer narrative:
Final device analysis concluded - catheter leakage-hole.